Manufacturer narrative:
The information being reported was found in a journal article titled "a short term solution: through small portals". Orthopedics 2009;32(9):663. Current information is insufficient to permit a conclusion as to the cause of the event. Event details and product identification was not provided for the revision mentioned in the journal article. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by av lombardi jr., kr berend, and jb adams. Manufacture date - unknown. This report filed march 10, 2011.

Event description:
Information was received based on review of a journal article referencing a retrospective study of hip procedures that took place between (B)(6) 2003 and (B)(6) 2008 utilizing taperloc microplasty femoral components. The article indicated that a revision was performed the same day as the initial procedure due to perforation of the posterior femoral cortex during preparation. The femoral stem was removed. No further information has been provided to date.